Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value was not known) and "passed out"; cause was not known. Customer went to the emergency room and was treated with intravenous fluids of saline. Customer was discharged the same day with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.